Event description:
During a subclavian stent procedure via femoral access, the stent came off the balloon. The stent came off the balloon as it was exiting the sheath. The visi-pro stent was snared, and removed. There was no harm to the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.